Event description:
It was reported that during atrial ventricular optimization of device it was found that there was no atrial capture. There are plans for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.